Manufacturer narrative:
On (B)(6) 2016 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer submitted completed customer information request to aso on (B)(6) 2017 informing that medical attention was sought. Based on the information received, aso opted to file an MDR. Retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
Consumer stated that bandage tore off healthy skin.